Event description:
It was reported that, "revision of combination of stryker stem and competitive implants. The original reason for the revision was acetabular instability/loosening. The original intention of the revision surgery was to revise the acetabulum, and remove the current 23 mm +10 body, and replace it with a +20 or +30 to lengthen the patient's leg. The only reason the cone body was not removed and replaced is because of the instrument failure."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested, but not made available. Should additional information become available at later time, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 2249697-2012-00932.